Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that they are experiencing horrible pain in their jaw and temples. The report that the pain has spread from their jaw to ears, temples, behind the eyes, forehead and sides and back of their neck. Their ears also pop. They have been taking advil, doing tmj exercises and had botox injection but the pain gets worse. They have stopped wearing the aligners. Patient reported that they were seen by their dentist and provided letter of recommendation. The dentist found patient's chief complaint was tmj pain, muscle pain and clicking and popping of the left temporomandibular joint. These symptoms were not present at the patient's previous routine dental visit. Changes to the patient's occlusion include the maxillary incisors tipping too far labially resulting in a loss of incisal guidance, maxillary molars tipping toward the palate causing point occlusal contacts on the lingual cups resulting in working side interferences bilaterally. Dentist believes that the myofascial and temporomandibular joint pain is a direct result of the aligner therapy. Dentist recommended treatment is to take one 15mg tablet of meloxicam daily to reduce inflammation in the joints, can add tylenol if necessary. Soft diet for at least 2 weeks and avoid opening wide. Discontinue wearing the aligners. This may get the teeth to relapse back to a comfortable occlusion alleviating the discomfort. Follow up in two weeks to see how patient is doing. In two months will discuss with patient treatment for any misaligned teeth caused by the current aligners and long term retention.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.